Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an intramedullary nail was used for a proximal femur fracture. The initial injury was from a fall on (B)(6) 2015. The patient sustained a l subtrochanteric fracture. An orif (open reduction internal fixation) procedure was performed on (B)(6) 2015 with 240mm x 125 x 11mm pfna and x1 2.0mm cable. Managed by nwb (non weight bearing) for two (2) weeks post operatively. The patient had a second injury after a fall on (B)(6) 2015; the patient was unable to walk post fall, and was admitted to hospital. An x-ray demonstrated breakage of the nail at distal locking aperture; there were no issues with the blade. The implant was removed and the patient revised to l 380mm x 130 x 12mm pfna (proximal femoral nail anti-rotation) on (B)(6) 2015. The surgery was completed successfully with good final x-ray images. It was reportedly too soon to comment on post-surgical outcomes. A delay of one-hundred twenty (120) minutes was reported; it was not reported if this was during the original procedure or the revision procedure. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part 472.261s, lot 9244768: manufacturing site: (B)(4). Manufacturing date: 18november2014. Expiry date: 01november2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported there was a 120 minute delay in one of the procedures. Further information was received which clarified there was no delay. The 120 minutes referred to the approximate length of the revision procedure.

Manufacturer narrative:
A manufacturing evaluation was completed: the nail is broken on the distal hole; the adonization coating is partially interrupted. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The relevant dimensions (for the breakage of the product) were measured, and fulfill the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.